Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker replaced the therapy pcb assembly as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and no issues were observed. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy while testing. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy while testing. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.